Event description:
As reported in 2008, this patient was implanted with a gore excluder aaa endoprosthesis to treat an ruptured abdominal aortic aneurysm. The physician chose not to balloon the proximal portion of the trunk-ipsilateral leg component due to calcium. The procedure went well with no apparent endoleaks. Three days later, a CT scan revealed a proximal type I endoleak. The patient underwent a reintervention in which balloon angioplasty was performed on the proximal portion of the trunk-ipsilateral leg component. The next day, the physician reported that there is no evidence of a type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.